Event description:
It was reported that the right ventricular (rv) lead experienced high impedance due to a possible lead fracture. The rv lead currently remains in use, however an explant procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and a lead impedance out of range alert was triggered. The analyst noted that beginning (B)(6) 2014, the rv pacing impedance has been measuring 4047 ohms and has been variable, which subsequently triggered the rv pacing impedance warning on (B)(6) 2014. This product was included in that field action. Based on incoming information, and without return of the product, it cannot be determined if this product acted as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.